Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced during evaluation. A review of the event history log identified air in line. The cause was determined to be the upstream sensor was found to be within specification, however, continuity was found across the y2 crystal. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified system error 345. The cause was identified to be the downstream thermistor and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no patient involvement. No additional information is available.